Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain :pelvic') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. B82471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, parity 3, dyspareunia, anxiety, depression and morbid obesity. She was not claiming migration. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced abdominal pain ("pain :abdominal"). The patient was treated with surgery (ablation, and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, vaginal haemorrhage and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted date(s) of insertion: (B)(6) 2014 she had received treatment for event "menorrhagia (heavy menstrual bleeding)". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-sep-2019: pfs and mr received: events vaginal bleeding, vaginal pain added. Medical history, lab data, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain :pelvic') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. B82471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, parity 3, dyspareunia, anxiety, depression and morbid obesity. She was not claiming migration. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced abdominal pain ("pain :abdominal"). The patient was treated with surgery (ablation, and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, vaginal haemorrhage and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted date(s) of insertion: (B)(6) 2014. She had received treatment for event "menorrhagia (heavy menstrual bleeding)". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain :pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she was not claiming migration. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: she had received treatment for event "menorrhagia (heavy menstrual bleeding)". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury to herself¿ was updated to more specified events¿ pain: pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding). Reporter, demographics; lab data, essure indication (amended), essure removal date were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.